Event description:
The provider stated the left leg rest actuator has no output. (B)(4).

Manufacturer narrative:
(B)(6) 2014 - this report is follow up 001 to complete the information, device manufactures only.

Event description:
The provider stated the left leg rest actuator has no output. (B)(4).